Event description:
It was reported that 2 weeks following the implant, a loss of capture was observed. This lead and the pacemaker were explanted on (B)(6) 2016 and returned to biotronik. Should additional information become available this file will be updated.

Manufacturer narrative:
The lead complained about and the pacemaker complained about were returned and underwent a thorough analysis. The lead showed multiple deformations of the outer conductor helix, which are most likely a result of the explantation process. In addition, a mandrin could be inserted into the lead only with resistance during the mechanical analysis. Subsequently, dried blood was found in the interior of the lead, which probably got into the lumen by way of a mandrin during the operation procedure. No other anomalies could be detected at the lead that could have led to the pacing loss complained about. After its receipt, the pacemaker underwent a status interrogation, and the memory content was analyzed. The analysis of the memory content showed proper device behavior. In a next step, the pacemaker was visually inspected, and the connection system was examined. The screws and the spring elements of the lead connections were without defects. Leads inserted as a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions specified by the is-1 standard. The pacemakers capability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal. The pacemaker showed specification-conforming behavior in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function did not show any anomalies. The device exhibited no limitations of its capability to provide therapy. In summary, the pacemaker was without defects during the analysis and within specifications both in regard to the connection system and the electronics. There were no material defects or manufacturing errors of the devices.